Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace the flow sensors.

Event description:
The hospital reported a malfunction causing the loss of mechanical ventilation during a case. There was no report of patient injury.